Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14249. It was reported that when patient presented in clinic, device interrogation revealed an alert indicating "possible high voltage circuit damage". Further interrogation revealed out of range high voltage (hv) lead impedance below the lower limit at the end of june. Programming changes were made at the time. Recent records indicated that the device delivered therapy and the patient confirmed that they received five shocks. Patient presented to the hospital after receiving shocks. Further information was requested from hospital, but no report was available. The hv lead impedance was normal after programming changes. No further intervention was performed. The patient was stable.